Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker was found to be in backup operation. The backup could not be reverted, as it was suspected the battery was close to its elective replacement indicator. No intervention has yet been performed. The patient was reported to be stable.

Event description:
New information reported the device was removed and replaced on (B)(6) 2018. The patient was stable post-procedure.